Event description:
It was reported that frost was observed on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat renal cell carcinoma. During the procedure, however, it was observed that the whole needle had frozen, including the needle shaft. The original needle was used to complete the procedure, and no patient complications were reported. It was further reported that the patient skin was protected with gauze.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. Device evaluation by manufacturer: an icerod cx 90 degree needle/vl ((B)(6)) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed, and it was discovered during this test that the device had frost on the shaft. The needle was disassembled and evaluated under a microscope for abnormalities. It was noted that there were abnormalities in the vacuum insulation tubing. The tubing showed some discoloration on the tubing. The vacuum insulation tubing was connected to a needle fixture and ran to verify the frost. The frost on the shaft was confirmed.

Event description:
It was reported that frost was observed on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure to treat renal cell carcinoma. During the procedure, however, it was observed that the whole needle had frozen, including the needle shaft. The original needle was used to complete the procedure, and no patient complications were reported.